Event description:
The facility representative reported a flo-gard infusion pump where the IV fluid does not lower on the right side. It is unknown when this event occurred; however, it was reported to have occurred in the emergency room. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of the IV fluid not lowering was neither confirmed nor reproduced during device evaluation. No cause was identified and no repairs were performed for the reported condition. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Should additional information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.